Event description:
Per the clinic, the fixture/abutment was explanted on (B)(6) 2013, due to skin overgrowth and device non-use. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report is filed december 12, 2013.

Manufacturer narrative:
(B)(4).